Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller said patient was having some issues with his spinal cord stimulator. Caller said the surgeon that put the device in asked him to call the local representative to do some testing to see if they think there might be a device failure. Patient was in a lot of pain and the implant site felt very hot. Patient kept getting a shock from it even though the device was shut off. Sometimes if patient goes to move just slightly it will zap him and pain goes right down through the left buttock into the left leg. The shocking sensation is there even when implant was off. The issue started in mid may and has progressively worsened since then. Patient has had some falls in the last 2 weeks, but was having issues before the fall. The patient was redirected to their healthcare provider to further address the issue.